Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
DHR analysis: the DHR analysis of the batches provided shows an initial conformance of these products with regards to their specification. For those batches, there was no deviation or failure investigation report. No further analysis was possible because the products were not returned. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Reason for revision: due to loosening.